Event description:
It was reported that an ilet user experienced two insulin occlusion alerts that cleared after selecting resume, and the user also reported a blood glucose of approximately 300 mg/dl that returned to range after the alarm cleared. Customer care agent provided support that included review of the event details. Investigation of this case revealed an occlusion-related interruption of insulin delivery could not be confirmed, and the cause of the reported hyperglycemia remained unclear. No clinical symptoms associated with hyperglycemia reported. Outcomes included no reported medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.